Event description:
I had bilateral implants placed for a prophylactic mastectomy to reduce my risk of breast cancer in 2015. I watched my mother die, as well as other members of my family, from receptor negative breast cancer. The implants and surgery were to be a saving grace from such legacy, but they have failed miserably in that regards. The implants were textured, which we now know has an increased risk of lymphoma. My post op course was very complicated, but I recovered. Over time, however, the implants began to deform. Ultimately, I was diagnosed with capsular contraction and implant rupture and urged to have them removed. They were removed in (B)(6) 2020. I have tried to speak with the company at least eight times over the last five months (even prior to the removal) and they have refused to discuss my case to any degree. They state that I do not have a current warranty for the implants then they are not culpable for current complications. Regardless, this is not a warranty issue. This is a health issue. I am a physician and I'm well apprised of the new risk of lymphoma from this type of implants. They should be warning consumers that they are at risk but they are burying their heads in the sand. I am dismayed at their action. They are waiting for a series of cases to be presented in order for them to look into any complication. This is disgraceful to say the least. FDA safety report ID # (B)(4).